Event description:
During a tf tavr procedure, the 29 mm sapien xt valve landed too aortic due to loss of the pacing capture during deployment. A 2nd 29mm xt valve was implanted. Bav was performed. Pre-deployment, the xt valve was positioned 50:50 aortic/ventricular (a/v). Upon slow deployment, the patient had a break through premature ventricular contraction (pvc) that pushed the valve aortic. Counter pressure was applied, but the valve landed high (100 % aortic) within the left cusp and was in the aorta within the right cusp. The angio showed moderate paravalvular leak (pvl). Decision made to put a second valve in. The right coronary artery was cannulated with jr catheter and bmw wire passed due to concern of a possible coronary occlusion with the secondary valve. A second 29mm sapien xt positioned 60:40 a/v within the first valve. The second valve was deployed and landed 70:30 a/v position. There was tte assessment with only trace paravalvular ai noted. The angio revealed no paravalvular ai. The wire and device was removed and the patient was transferred to ICU with no issue. The patient¿s aortic annulus measured 21mm by tte with mild-moderate valve calcification. The patient had a baseline ejection fraction of 60%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the loss of pacing capture during deployment likely caused the valve to move aortic during deployment, affecting the final placement of the device. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.